Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in april 2025. H11: the actual device and a retained sample was provided for evaluation. Visual inspection of the actual sample noticed a disconnection of the spike. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed on the retained sample, and no leak was observed. The reported condition was verified for the actual sample; however, not verified on the retained sample. The cause of the condition was determined to be improper assembly during the manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 expiration date: march 2028. E1 initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of uromatic tur administration sets had connections (spikes) disconnecting from the rubber tubing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.